Event description:
It was reported that the patients lead was damaged as a result of a fall. Additional information was received that the patient experienced undesired sensations and the stimulation changes with posture. It was also noted that the patients fall was not device related. High impedances were observed on the leads; however, imaging was not taken. Program optimization was attempted and was successful. The patient was reported to be doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code: qrb additional suspect medical device component involved in the event: model number/catalog number: sc-2317-50 serial number: (B)(6). Batch/lot number: 7076722 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code: qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 7076722. Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients lead was damaged as a result of a fall.